Event description:
During set-up for use in a procedure, the gauze in the retrograde packs that are a custom kit for this facility, was noted to be flaking badly. The gauze was removed from the kit. Retrograde pack ref: (B)(4) custom kit: lot 171bo499. We are following up with our medline representative on our quality concerns.